Event description:
It was reported that during an attempted insertion, the guide wire would not pass through the introducer needle. Multiple needle punctures were performed during the attempted insertion. A second kit was used and the sheath was placed without incident. Several hours later, the patient suffered a pneumothorax, and a chest tube was inserted, to resolve it. It is the opinion of the hospital that the multiple needle sticks may have caused the pneumothorax. The patient expired on 7/10/1998 but the death was not attributed to the pneumothorax.